Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 416 mg/dl . Customer stated that she had infusion sets that she would get a no delivery alarm then customer stated that she could not push insulin through them customer stated that this was causing high blood glucose. The insulin pump will not be returned for analysis.